Event description:
It was reported, the patient is unable to communicate with his ipg using his external devices. The patient does not have stimulation therapy. An sjm representative confirmed the issue. Surgical intervention to address the issue will be undertaken at a later date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.